Event description:
It is reported, foreign matter was found inside the needle cannula.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up it was reported that foreign matter was observed inside the needle cannula. Because no physical sample was returned, a comprehensive evaluation could not be performed. To support the investigation, three photographs were provided to the quality team for review. One photograph depicts a clear cap with solution attached to a syringe, and the remaining two photographs show the same clear cap. The images were low in resolution, when enlarged to assess detail, they became blurred and did not allow for further characterization. No additional information could be determined from the photographs. A device history record review was completed for material number 305211, lot 3083427. The review did not identify any in process or final inspection nonconformances that would be expected to contribute to the reported condition. No related quality notifications were identified, and all manufacturing processes and final inspections were performed in accordance with applicable specifications. Based on the information available, the reported condition could not be confirmed through photographic review. In the absence of a returned sample for physical analysis, a probable root cause could not be offered.